Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc), omsc had been checked the subject device as incoming inspection. But it could not duplicate the reported phenomenon. Omsc received the subject device and checked and found follows; [investigation results] (1) the power was turned on and the air supply operation was performed, but there was no abnormality. (2) it was confirmed the air supply operation for 1 hour on the abdominal cavity model, but there was no abnormality. (3) it was turned the power on and off and checked the air supply operation multiple times, but there were no abnormalities. (4) it was checked if the air supply operation stopped before the remaining gas level reached the maximum, but there was no abnormality. (5) it had been run item (4) test repeatedly, but there were no abnormalities. (6) it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] since the reported phenomenon was not duplicated, the cause could not be identified. However omsc presumed there was the possibility this phenomenon was attributed to the following factors; -it might have occurred because it was misrecognized the memory of the remaining gas and the timing when the air supply stopped. -it might have occurred because the internal board was temporarily malfunctioned. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the insufflating co2 of the subject device was stopped at 2 on bar graph for supply pressure during the unspecified procedure. After changing the co2 gas cylinder to new one, the subject device was worked without any problems and the intended procedure was completed with the subject device. The user pointed out that it need the insufflating co2 should stop at 1 on bar graph for supply pressure. The subject device had been recently delivered. There was no patient injury associated with this report.